Event description:
Patient reported that "one breast has been swollen for over 1 month, antihistamines are not working," "later "ginormous" and was crying in agony," and "seroma had formed." Healthcare professional additionally noted a left side rupture found on explantation. Mental health of the patient has also been affected due to the pain experienced. Device has been explanted and replaced. Left side

Manufacturer narrative:
Supplemental medwatch being sent to correct error in g3 of previously submitted report.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: material rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Additional observation: red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side "seroma had formed", "breast has been swollen", "ginormous", "three times the size of the other breast", "was crying in agony","half a liter of fluid removed and that the day they had it drained it started filling straight away." Healthcare professional additionally noted a left side rupture found on explantation. Mental health of the patient has also been affected due to the pain experienced. Device has been explanted and replaced. Left side .

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, pain and swelling.

Event description:
Patient reported left side "seroma had formed", "breast has been swollen", "ginormous", "three times the size of the other breast", "was crying in agony","half a liter of fluid removed and that the day they had it drained it started filling straight away." Device remains implanted. .